Event description:
Reportedly, the surgeon fired the instrument and the tissue was cut. However, the instrument did not form staples. The surgeon completed the procedure by manually suturing the tissue to close. No pt injury reported.